Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. Customer reported that their bolus wizard estimate value is not correct. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of 17-apr-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 17-apr-2024 listed on smartsolve. Daily total collection start time: on (B)(6) 2024 00:00:00.000, daily total of all insulin delivered: 199000 (19.9 u), daily total of basal insulin delivered: 199000 (19.9 u), daily total of bolus insulin delivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 17-apr-2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: on (B)(6) 2024 17:56:35.000 alarm alert notification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 18:06:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2024 21:31:41.000 alarm alert notification (40) faultnumber: no delivery (7) during bolus delivery. On (B)(6) 2024 21:41:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2024 07:36:29.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2024 11:51:43.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2024 12:01:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2024 07:34:51.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2024 07:44:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2024 11:43:04.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2024 11:53:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.